Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, cystocele and urethral hypermobility concurrently with a hysterectomy on (B)(6) 2010 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and has undergone additional surgeries and revisionary procedures. The patient underwent excision of mesh on (B)(6) 2011 due to erosion. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01479. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent excision of mesh and partial excision of sling mesh on (B)(6) 2011 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/1/2017. It was reported that following insertion the patient experienced urinary tract infection.